Manufacturer narrative:
Corrected information: additional information confirmed the device involved in the event was a valleylab patch (model e7506) and not the ensite navx patch reported on the initial report. After further information regarding this event was received, the indifferent grounding pad (valleylab, e7506) was found to be manufactured by (B)(4) and reporting of this event will be submitted by covidien.

Manufacturer narrative:
(B)(4).

Event description:
Following an ablation procedure, a patient burn occurred. One indifferent patch was placed on the lower back of the patient for ablation. Proper skin preparation was completed prior to placement of the patch. The burn was approximately 1 centimeter deep, and eschar was present but had reduced in size following the procedure. Topical medication was administered to treat the burn.